Manufacturer narrative:
Reported event: an event regarding crack/fracture of an exeter stem was reported. The event was confirmed by inspection of returned device and clinician review. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 01-mar-2021 which indicated that the stem was returned in the fractured condition. The stem was examined with the aid of a stereo microscope at magnifications up to 50x. Damage consistent with the explantation process was observed on the anterior surface of the stem. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the posterior, lateral, and medial surfaces of the stem [1]. Macroscopic surface features indicate that the fracture initiated on the lateral surface and propagated medially. Damage consistent with the explantation process and/or post fracture abrasion was observed on the proximal and distal fracture surfaces of the stem. The distal fracture surface was examined further using a scanning electron microscope (sem). A material analysis was conducted. The report concluded," plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. The fracture morphology was consistent with a fatigue fracture with final fracture occurring in overload. Damage consistent with the explantation process and/or post fracture abrasion was observed on the proximal and distal fracture surfaces of the stem. Eds analysis showed that the stem is consistent with the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: the available medical records were provided to the consulting clinician for a review which indicated that," no clinical or pmh, no dated serial x-rays, no operative reports of primary left tha or either of 2 left tha revision surgeries, no examination of explanted components. Based upon the information available for review, the event description appears to be confirmed, but insufficient data is present to create a medical report for this case." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient was revised. The available medical records were provided to the consulting clinician for a review which indicated that no clinical or pmh, no dated serial x-rays, no operative reports of primary left tha or either of 2 left tha revision surgeries, no examination of explanted components. Based upon the information available for review, the event description appears to be confirmed, but insufficient data is present to create a medical report for this case. A material analysis was conducted. The report concluded," plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. The fracture morphology was consistent with a fatigue fracture with final fracture occurring in overload. Damage consistent with the explantation process and/or post fracture abrasion was observed on the proximal and distal fracture surfaces of the stem. Eds analysis showed that the stem is consistent with the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Doctor advised me today that a patient of his presented on the weekend with a fractured exeter stem in situ. This patient had a product investigation done back in 2011 for a fractured primary exeter stem. The revision stem has now appeared to have fractured also.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Doctor advised me today that a patient of his presented on the weekend with a fractured exeter stem in situ. This patient had a product investigation done back in 2011 for a fractured primary exeter stem. The revision stem has now appeared to have fractured also.